Event description:
The customer stated that she had passed out due to low blood glucose. Her son gave her glucoden in order to raise her blood glucose. The customer tested her glucose once she woke up and received a reading of 410 mg/dl using her contour meter. She retested using another meter and received a reading around 100 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer's test strips are to be returned for evaluation. A new contour kit and replacement test strips were sent to the customer.